Manufacturer narrative:
Results: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one damaged grip was found during the sampling at zone 5 and a qn ((B)(4)) was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the investigation. The defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. Conclusion: this incident is indeterminate. As a root cause could not be established, a formal corrective action will not be initiated at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ malfunctioned during an unknown occurrence as the guard did not slide down the needle properly. There was no report of injury or medical intervention needed.